Manufacturer narrative:
The device was returned and the evaluation states that the compressor has a piston failure. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The compressor is not blowing air.